Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced redness, stinging, and bruising around the ipg site with the stimulation off. Also, the patient has lost significant amount of weight. Additional information received identified the patient also experienced burning stabbing sensation at the ipg site. Surgical intervention will be taken at a later date to address the issue.